Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra2 meter was powering off during use. The medical affairs specialist contacted the pt on july 30, 2008 and spoke with his nephew to obtain add'l info. The pt had reported that the alleged issue first occurred about three months ago. During the time he was reportedly not able to test his blood glucose "because the meter would just turn off when trying to test", he had continued to take his oral medications everyday (name/dose not provided). On fifteen days prior to original date, at about 8:30 am, the pt reportedly started experiencing symptoms of being dizzy, had chest pains, was shaky and tired. He did not attempt to test on the meter since "he knew that the meter was not working". He visited his doctor and was tested on the doctor's meter with a result of 43 mg/dl. Per the nephew, the doctor administered "1 pill to raise his sugar". After that pill, a test was performed on the doctor's meter again with a result of 67 mg/dl. At the time of troubleshooting, it was verified that this was not a new product. The pt had replaced the battery per the owner's manual and the condition of the battery contacts was good. Based on the info provided, there was no misuse of the product. The pt was educated on automatic shutoff and the meter did power off before the time was up. This complaint is being reported because the pt alleged that he experienced symptoms that could be suggestive of hypoglycemia after the reported issue began and was administered medication by his doctor to increase his blood glucose. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.